Manufacturer narrative:
The sulfur hexafluoride (sf6) gas sample was not returned for testing. A retained sample for lot provided was analyzed by gas chromatograph (gc). The gc analysis confirmed the gas to be sulfur hexafluoride with an air concentration of not more than 100ppm and with no unusual gc peaks, meeting the release specification. There is no evidence contained within the reported information at this time that indicates that the design or performance of the ophthalmic gas contributed to the event reported. The sf6 gas was manufactured on april 23, 2021. A review of the batch production record for lot provided was performed and confirmed the product met specifications at the time of release. A review of complaints for the last 12 months did not indicate any additional related reports for this sf6 gas. A review of the complaint records showed no other complaints against lot provided. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a vitrectomy procedure two patient's experienced retinal damage. Additional information has been requested but not received. This report represents patient one of two from this facility.